Manufacturer narrative:
Additional, changed, and/or corrected data: b.2., b.5., b.6.

Event description:
Patient reported "hot, red, swollen and the pain was almost unbearable¿, "often got a fever during that time" and "learned that my implants from allergan had been recalled back in 2018". Later patient reported "capsular contracture, baker grade iii". Later healthcare professional reported via pfn (product field note) "capsular contracture, baker grade ii" and "small cysts up to 2mm". Later healthcare professional reported "have seroma, swelling/fluid accumulation, or nodules (if any) been evaluated for anaplastic large cell lymphoma (bia-alcl)? [X] yes". Later healthcare professional reported "no pre-malignant or malignant neoplasia of the breast and no indication of implant associated lymphoma". This record is for the left side. Device was explanted.

Manufacturer narrative:
Contact information for patient's original implanting physician/institution: name: dr. (B)(6). Contact information for patient's treating/explanting physician: name(s): dr. (B)(6). Clarification to b3 date of event: partial date 2021. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of "capsular contracture" and "lymphoma-alcl-suspected" are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, suspected to be baker grade iii, later confirmed as baker grade I; testing performed for bia-alcl, pathological markers cd30+/alk- not confirmed.

Event description:
Patient reported "often got a fever", "pain was almost unbearable", "glandular tissue no longer looks good", and "learned that my implants from allergan had been recalled". Ibuprofen 400mg was prescribed to treat pain. Later patient reported "capsular contracture, baker grade iii". Later healthcare professional reported "capsular contracture, baker grade I", "small cysts up to 2mm", and "histological examination of the capsule for anaplastic large cell lymphoma" was being performed. Histopathological markers cd30+ and alk- have not been received, hence the report of alcl has not been confirmed. This record is for the left side. Device was explanted.